Event description:
During evaluation of the device, an overfill situation was identified in the cycle-by-cycle ultrafiltration (uf) log. In 2007, the log identified a positive uf of 856ml. This indicates the home patient drained a volume of 856ml more than the previous fill volume of 2500ml. During this therapy, there were no alarms identified in the log, there were no bypasses and no manual drains. The initial drain of therapy was 307ml. During three of the four previous cycles, there were negative uf values. This indicates the home patient drained less than what they filled. The cause of the overfill was determined to insufficient drain when multiple cycles advance to fill when a slow/no flow condition occurred above the minimum drain volume threshold (minimum drain volume percentage programmed at 85%). There were no reported patient symptoms as this was identified during the device evaluation. Follow up was made with the home patient's nurse. The nurse was provided with information regarding the identified overfill (large positive ultrafiltration value), the probable cause and the identified previous cycles of negative ultrafiltration values. Additional details per the overfill call script were unknown by the nurse. The nurse reported that there was no patient injury or medical intervention associated with the identified overfill situation. She indicated the home patient did not have difficulty draining, however, could have been dehydrated at the time. The nurse indicated the home patient sometimes had lower blood pressure and was not effective at determining when to use lower concentrations of dextrose solution. She indicated that she advised the home patient to use lower concentrations of dextrose when her blood pressure is lower. The nurse indicated the home patient's dehydration and dextrose concentration of solution would have affected the home patient's draining and ultrafiltration values.

Manufacturer narrative:
Three simulated patient therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. The device was tested for volumetric accuracy and the fluid volume delivered to and removed from the simulated patient for each exchange was within design specifications. The software was used to monitor the device's pneumatic system and no problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the identified overfill. Based on the results of the testing performed and a review of the logs, the device was found to be functioning normally. Per the evaluation, the most probable cause of the identified overfill was determined to be insufficient drain when multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold.